Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 34 mm e volut pro+ system. The authors stated that the morning following the tavr procedure, the patient was confused, with receptive aphasia, right upper extremity drift, and an upper extremity systolic pressure differential of 40 mm hg. Computed tomographic angiography confirmed the diagnosis of type a aortic dissection with obliteration of the innominate and left common carotid arteries. Consequently, the ascending aorta was surgically excised and replaced with a 30 mm graft, while the evolut pro+ valve was resheathed into a segment of 3/8-inch pump tubing and then safely removed from the patient, without causing trauma to the aortic root or coronary ostia. Then a 23 mm non-medtronic bioprosthetic valve (edwards lifesciences) was sutured to the native annulus in the aortic position. After three weeks, the patient was discharged with minimal gait disturbance. The authors added, ¿at six-month follow-up (the patient) was still in good condition.¿ no additional adverse patient effects were noted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device: evolut pro plus valve, product ID: evproplus-34us, serial/lot #: unknown, ubd: unknown, UDI#: unknown citation: tully a, lee ach, gruessner s, massad m, abdelhady k. Surgical transcatheter aortic valve replacement explantation technique. Ann thorac surg. 2022;114(6):e471-e473. Doi:10.1016/j.athoracsur.2022.03.015 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.